Event description:
It was reported that the 9800 system had an error message displayed. No patient injury was reported.

Manufacturer narrative:
The hospital medical technician found the 3 volt battery on the generator interface board to be low. This was replaced by the hospital medical technician. The system was found to be working as intended and put back into service.